Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during unpacking of the flexima apdl reg 8f/25cm drain the physician found that there was a kink near the loop area of the catheter. The procedure was completed with another of the same device. Device analysis revealed the suture broke.

Manufacturer narrative:
Device evaluated by manufacturer: device analysis revealed no residue present on the device indicating it had not been used. From a visual evaluation, it was found that the catheter extrusion was kinked, the suture was cut/broken and remaining suture with stopcock key was not returned with the device. Examining the device, it was found that the catheter extrusion was kinked near the proximal suture hole at the distal pigtail section. Removing the metal cannula from the catheter, it was found that the cannula was intact. The catheter was kinked likely during shipping/ transit handling damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.